Manufacturer narrative:
The technician found the valve solenoid was failing. He replaced the valve solenoid to repair the bed.

Event description:
The account alleged the head up function is not working.